Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a longitudinal tear 17mm long. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced into an implanted innova stent for post dilation; however, upon the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced into an implanted innova stent for post dilation; however, upon the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.